Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The doctor of a (B)(6) male pt contacted zoll customer support to report that the pt was treated on (B)(6) 2015. Dual lead noise and artifact contributed to the false detection. The pt was treated during sinus bradycardia with noise and artifact at 13:43:26. The post-shock rhythm was bradycardia with noise. The pt was in the hosp going to get and EKG at the time of the event. The response buttons were not pressed during the entire event. The pt remained in the hosp. The pt received replacement equipment but was scheduled for and ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained in the hosp. The pt received replacement equipment but was scheduled for and ICD. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4)- 10/01/2010 (reuse); electrode belt sn (B)(4)- 10/01/2012 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation rate is consistent with the observed rate during (B)(4)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg